Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer was attempting to load a new cartridge and had changed the cartridge before contacting technical support, resolving the issue. Technical support advised cleaning the pump's pneumatic tap area, and no further action was required.